Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-118-user applied blood to strip before inserting strip into meter test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-3 error code. The e-3 error occurred as soon as the test strip was inserted into the meter. Customer was not using proper testing technique; customer was applying the blood sample to the test strip first and then inserting into the meter. Customer had just purchased the truemetrix meter to check to see if she is diabetic; customer had not yet been to the doctor. At the time of the call, the customer reported symptoms of dry mouth and numbness in hands and feet. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of 94 mg/dl using truemetrix meter. The customer's expected blood glucose test result range was undisclosed. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.